Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The mother of a (B)(6) in (B)(6) contacted customer service regarding her daughter's contour link meter. She stated her daughter experienced ketoacidosis 3-4 weeks prior to her calling. The contour meter gave a reading around 8-9 mmol/l, while another meter read 27 mmol/l. No other information was provided about the event. The caller was advised to return the test strips for evaluation. Replacement test strips were sent. The meter was also replaced at her insistence.